Manufacturer narrative:
This spontaneous case describes the occurrence of dyspareunia ('pain during sex'), bacterial vaginosis ('bacterial vaginosis'), ovarian cyst ('ovarian cyst'), migraine ('migraine') and anxiety ('anxiety') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam (klonopin) since (B)(6) 2020 for anxiety, metronidazole (flagyl) since (B)(6) 2016 for bacterial vaginosis and topiramate since (B)(6) 2019 for migraine. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia (seriousness criterion medically significant) and menstrual disorder ("abnormal menstruation"). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2012, the patient experienced bacterial vaginosis (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant), lasting 639 days. In (B)(6) 2019, the patient experienced migraine (seriousness criterion medically significant). In (B)(6) 2020, the patient experienced anxiety (seriousness criterion medically significant). In (B)(6) 2018, the ovarian cyst had resolved with sequelae. At the time of the report, the dyspareunia, bacterial vaginosis, migraine, anxiety, menstrual disorder and pelvic pain had not resolved. The reporter considered anxiety, bacterial vaginosis, dyspareunia, menstrual disorder, migraine, ovarian cyst and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of dyspareunia ('pain during sex'), bacterial vaginosis ('bacterial vaginosis'), ovarian cyst ('ovarian cyst'), migraine ('migraine') and anxiety ('anxiety') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam (klonopin) since (B)(6) 2020 for anxiety, metronidazole (flagyl) since (B)(6) 2016 for bacterial vaginosis and topiramate since (B)(6) 2019 for migraine. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia (seriousness criterion medically significant) and menstrual disorder ("abnormal menstruation"). In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2012, the patient experienced bacterial vaginosis (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant), lasting 639 days. In (B)(6) 2019, the patient experienced migraine (seriousness criterion medically significant). In (B)(6) 2020, the patient experienced anxiety (seriousness criterion medically significant). On an unknown date, the patient experienced bacterial vulvovaginitis ("bacterial vaginitis/ recurring bacterial vaginitis"). In (B)(6) 2018, the ovarian cyst had resolved with sequelae. At the time of the report, the dyspareunia, bacterial vaginosis, migraine, anxiety, menstrual disorder and pelvic pain had not resolved and the bacterial vulvovaginitis outcome was unknown. The reporter considered anxiety, bacterial vaginosis, bacterial vulvovaginitis, dyspareunia, menstrual disorder, migraine, ovarian cyst and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-feb-2022: new event "recurring bacterial vaginitis" added. On 23-feb-2022: fu 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of bacterial vaginosis ('bacterial vaginosis'), ovarian cyst ('ovarian cyst'), dyspareunia ('pain during sex'), migraine ('migraine') and anxiety ('anxiety') in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam (klonopin) since (B)(6) 2020 for anxiety, metronidazole (flagyl) since (B)(6) 2016 for bacterial vaginosis and topiramate since (B)(6) 2019 for migraine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menstrual disorder ("abnormal menstruation") and dyspareunia (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2012, the patient experienced bacterial vaginosis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant), lasting 639 days. On (B)(6) 2019, the patient experienced migraine (seriousness criterion medically significant). On (B)(6) 2020, the patient experienced anxiety (seriousness criterion medically significant). On (B)(6) 2018, the ovarian cyst had resolved with sequelae. At the time of the report, the pelvic pain, bacterial vaginosis, menstrual disorder, dyspareunia, migraine and anxiety had not resolved. The reporter considered anxiety, bacterial vaginosis, dyspareunia, menstrual disorder, migraine, ovarian cyst and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.